Event description:
Information received by medtronic indicated that the insulin pump battery failed alarm. Self test was passed. After inserting new battery insulin pump did not alarm battery failed alarm. No harm requiring medical intervention was reported. Insulin pump had pump error alarm. Troubleshooting was performed successfully however, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.